Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyper event and two low glucose events overnight and in the morning, with readings of 61 mg/dl and 51 mg/dl; the user treated the first low, then for the second low paused the ilet, disconnected, and remained disconnected for approximately three hours. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring oral glucose treatment. Troubleshooting and education were completed. Investigation included review of the event details and user actions. Investigation of this case revealed that the root cause of hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.